Event description:
I had an essure implant after giving birth in 2014. It was a quick decision because I gave birth early had too many complications during birth and the hospital would not allow a tubal ligation at the time. One year later regretted the decision ask my obgyn to remove the implant. They refused. A few years later have been having pelvic pain that doesn't go away. Unbearable periods painful sex, and bloating. My new obgyn recommend now getting hysterectomy and removing essure in the process. I need help I did not know the product had been recalled. FDA safety report ID # (B)(4).